Manufacturer narrative:
The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with injection reflin (1 gram, frequency and route not reported), injection fortam (1 gram, frequency and route not reported) and injection tobramycin (1 gram, frequency and route not reported). At the time of this report, the patient outcome was unknown. Action taken with dianeal therapy was not reported. No additional information is available.